Manufacturer narrative:
Additional information indicated that there are no allegations or concerns of premature battery depletion against this pacemaker and there is no evidence of malfunction. No additional adverse patient effects.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The patient had been seen three months ago and the longevity remaining was about nine years. At the most recent follow-up, however, the longevity remaining decreased to about eight and a half years. Data analysis indicated that the analysis was not very helpful with this much time remaining on the battery. Technical services (ts) recommended continuing to follow up with the patient. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates the patient is going to be monitored every 3 months, and plan to have advisory devices explanted per ts recommendations in the advisory letter. Additional information indicated that there are no allegations or concerns of premature battery depletion against this pacemaker and there is no evidence of malfunction.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The patient had been seen three months ago and the longevity remaining was about nine years. At the most recent follow-up, however, the longevity remaining decreased to about eight and a half years. Data analysis indicated that the analysis was not very helpful with this much time remaining on the battery. Technical services (ts) recommended continuing to follow up with the patient. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.